Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿couldn¿t breath, very bad allergic reaction and they experienced anaphylaxis, difficulty breathing, they could not swallow, and insomnia for 3 ½ -4 months diagnosed tachycardia ptsd¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contraindications: juvéderm® ultra injectable gel is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies; juvéderm® ultra injectable gel contains trace amounts of gram-positive bacterial proteins and is contraindicated for patients with a history of allergies to such material; juvéderm® ultra is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product, and it can therefore no longer be assured. Precautions: juvéderm® ultra injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Adverse events: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma.

Event description:
Patient reported that after they were injected with 1cc of juvéderm® ultra next to the lips/in the cheeks and the patient woke up in the middle of the night and couldn¿t breath and had to use a paper bag to assist with breathing. The patient stated that it was a very, very, very bad allergic reaction and they experienced anaphylaxis, difficulty breathing, they could not swallow, and insomnia for 3 ½ -4 months. Treatment is noted as (B)(6) emergency room in (B)(6) 2014 and they diagnosed tachycardia and prescribed valium to the patient. Some diagnostic tests were performed and the patient was told that they were fine. The patient went to a pulmonary doctor who prescribed using an inhaler every 4 hours. The symptoms resolved after 4 months. The patient stated that because of the symptoms they developed ptsd.